Manufacturer narrative:
(B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicate that a 13.2mm, micl13.2, -10.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2012. The patient experienced low vault and asc cataract was observed. On (B)(6) 2020 the lens was explanted and phaco-emulsification and iol implantation was performed, problem was resolved.